Manufacturer narrative:
Investigation summary: DHR review could not be performed due to unknown batch #. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd luer-lok¿ syringe with attached needle when administering the influenza vaccine, the needle came apart from the syringe while injecting the patient, resulting in a needle stick in a pharmacist. There was no report of medical intervention.